Event description:
It was reported that the console displayed error codes 188 - cooling system error-cooling flow switch error and error 58 (self-test failure). Also smell burn rubber at the back of the unit by the fan. There was no patient involved.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found a bad ceramic fuse that needed replacement. Additionally, the system was refilled with water and alignments were checked at all 4 channels. Therefore, the reported allegation was confirmed leading to the reported event. After the field service engineer performed the replacement of the ceramic fuse, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console displayed error codes 188 - cooling system error-cooling flow switch error and error 58 (self-test failure). Also smell burn rubber at the back of the unit by the fan. There was no patient involved.